Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event that occurred on (B)(6) 2015. The patient's daughter found the patient unresponsive while sleeping and called the paramedics. The paramedics treated the patient intravenously with glucose, after which, patient's blood glucose level was 134mg/dl. Patient stated she was uncertain about what the exact issue was or whether the event was related to the continuous glucose monitoring device. At the time of contact, patient was fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Data was not provided and the device was not returned. The reported event could not be confirmed. A root cause could not be determined. Additionally, diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.